Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's parent reported via phone call that they experienced high blood glucose. The customer blood glucose level was 535 mg/dl at time of incident and blood glucose was 403 mg/dl at the time of call. Customer's parent stated that they not experiencing any symptoms of a high blood glucose level. The customer's parent also reported air bubbles in the tubing and was able to remove successfully. Customer's parent treated with manual injection. Customer's parent alleging possible pump under delivery. Troubleshooting was performed for high blood glucose level. Auto mode was not mentioned if in use during the incident. The insulin pump will not be returned for analysis.